Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an lca procedure, the key of the biosure ratchet driver was twisted, causing the device to broke off. No delay was reported. . It was not reported if a smith & nephew device was available. No patient injuries or other complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported biosure ratchet driver, used in treatment, has not been returned for evaluation. However a photograph was supplied. Visual assessment of the photo confirmed the reported complaint. The distal tip that interfaces with the screw is dramatically twisted. The device is over five years old and shows normal wear. The photo also shows a screw that has broken at its distal end. An exact root cause cannot be determined with confidence with the limited clinical details and lack of device, however; factors that could have contributed to the reported event include: improper site preparation. Excessive forces placed on the devices during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.